Event description:
The facility's system educator reported to baxter that they had backflow occur with a sigma pump and IV tubing. Tygacil ivpb (intravenous piggyback), which is yellow in color, was found to have infused into the primary IV solution, turning it yellow in color. It was reported that a failure with the backcheck valve was suspected. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.